Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2015. The patient presented on (B)(6) 2016 and patient had infection. The patient was revised on (B)(6) 2017. The case report form indicates that this event is unlikely related to device, definitely related to procedure. Outcome: resolved on continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5, d10, g4 the following sections were corrected: b3, d1, d4 - catalog, expiration, serial number, and UDI. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 11 month(s) and 21 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced loose glenoid and likely infection. The patient underwent a standard reverse revision with the reported removal of the standard humeral stem, humeral tray, humeral liner, glenosphere, glenoid base plate, and compression crew/locking cap components. A spacer was inserted and the revision to follow. The outcome of this event is considered resolved and the case report form indicates that this event is unlikely related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The revision reported may be the result of the glenoid loosening and infection as reported. However, the series of events and contributing factors to each cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. According to the reported information, the infection was seeded from a sinus infection, but this cannot be confirmed from the information provided. A review of the sterile certificate for all explanted components was performed and the sterile lots were accepted to the requirements. D4: corrected. D10: concomitant devices: 300-01-09: eq humeral stem primary, press fit 9 mm: 3901251. 320-42-00: eq reverse 42 mm humeral liner +0: 3925421. 320-10-00: eq reverse tray adapter plate tray +0: 4073523. G4: corrected. H4: corrected. H6: corrected investigation clinical codes.